Event description:
It was reported that the user sought assistance with switching out a libre 3 plus sensor while using the ilet and reported a high blood glucose of 335 around breakfast after announcing an incorrect meal type; troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported long-term impact. Investigation included review of use-related factors and device use training. Investigation of this case revealed user error related to meal announcement and cgm transition, with no device malfunction identified for the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate adherence to instructions for use.